Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging having cancer due to device. Medical intervention was not specified. It is unclear if the patient was implying their cancer was caused by their replacement device after approximately one month of use or if their complaint was intended to be lodged against their original recalled device (sn not currently available/provided). The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on january 06, 2023, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information previously alleged cancer due to device. Medical intervention was not specified. It is unclear if the patient was implying their cancer was caused by their replacement device after approximately one month of use or if their complaint was intended to be lodged against their original recalled device (sn not currently available/provided). The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid, component and conclusion code grid was updated.